Event description:
It was reported that shaft break occurred. A 3.00 x 8mm synergy xd drug-eluting stent was selected for use. However, during preparation, the device broke in two in the midshaft outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 8mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 24cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 8mm synergy xd drug-eluting stent was selected for use. However, during preparation, the device broke in two in the midshaft outside the patient. The procedure was completed with another of same device. No patient complications were reported.